Manufacturer narrative:
Syncardia has completed its eval of this complaint and is closing this file.

Event description:
This css console was not on a pt. Customer in (B) (6), reported that during routine console checkout, the css console battery charge led did not work, and the battery test indicator on the backup controller turned red when it was pushed. These issues were observed and repaired on site by the hospital biomedical engineer. The parts that were replaced on css console at the hospital were disposed of, and cannot be evaluated by syncardia. The hospital biomedical engineer reported that she was not certain that the console had been plugged in as required in the css console user manual. These alleged failure modes pose a low risk to a pt, because the issues were observed during a routine console checkout, and the console was not supporting a pt. In addition, they did not prevent the css console from performing it's life-sustaining functions. The functionality of the css console was not affected.